Manufacturer narrative:
(B)(4). Evaluation, results: (target lesion exhibited 75% stenosis and calcification), (use of force). Conclusions: (target lesion exhibited 75% stenosis and calcification), (use of force). Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon between the marker bands as per specifications. The 1st, 2nd and 3rd distal stent segments were raised and deformed.

Event description:
The physician intended to implant a 3.5 mm diameter x 26 mm length integrity rapid exchange (rx) coronary stent to treat a lesion between the 1st and 2nd diagonal. The target lesion exhibited 75% stenosis and was calcified. Lesion pre-dilation was not performed. Resistance was encountered when the stent exited the guide catheter and the physician attempted to "push" the device over the lesion, however, this was unsuccessful. The stent could not cross the lesion and the device was removed. Resistance was again felt while retracting the device inside vessel. Stent struts were observed to be damaged on removal. No abnormalities were noted during inspection or preparation of the device prior to use. No clinical sequelae were reported.